Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.

Event description:
Patient reported blisters/welts. The patient sought medical treatment and was prescribed medication. The patient did not follow proper skin preparation instructions.